Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However 13 sealed devices from the lot number provided were returned and evaluated. Our laboratory evaluation of the returned sealed device, from the same lot number as the used devices, confirmed the report for difficulty with deployment for the following devices: 1, 2, 4, 7, 8, 10, and 11. Sealed devices 1-13: the sample was function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue, however endoscopic maneuvers were required to aid in deployment for the following devices: 1, 2, 4, 7, 8, 10, and 11. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a peroral endoscopic myotomy, the physician used four (4) instinct plus endoscopic clipping devices. The poem incision was being closed by instinct plus clips. The clip did not immediately detach from the clip stem. The delay of the deployment was an average of a period of 5 seconds. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.